Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h12h29057 and h12j03034 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by a slightly elevated cell count. The same day, the pt was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the pt was treated with unspecified prophylactic antibiotics for peritonitis (dose, route and frequency not reported). Four days after admission to the hospital, the pt was discharged. In the month following the onset of peritonitis, the pt was recovered. Additional information was requested but was not available. This is report 3 of 3 involved in this peritonitis event.